Event description:
Consumer states while they were getting treatment for hair removal, they recieved a face and neck burn. Also they think they may have lost consciousness/blacked out during treatment because there was a burn area over the carotid area. Treated with silvadene cream and keflex p.o.